Event description:
It was reported the ventricular connector is broken. The device was returned for repair and calibration. There was no patient involvement.

Event description:
It was reported the ventricular connector is broken. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the ventricle output connector was broken. Analysis also found that the upper case was broken, the lower case and one bail cover were broken and contaminated, the ring cover was contaminated and the battery contacts were compressed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.